Event description:
The customer reported that the device did not alarm for spo2 and that there was a pt death. The customer stated that the event happened 3 weeks ago.

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more info concerning this event.